Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on the available information and without the return device to analyze, the reported incomplete coaptation appears to be due to patient anatomy. The cause of the reported clip detachment (expulsion) and image resolution poor cannot be determined. Additionally, the reported mr appears to be a cascading effect of the reported embolization. Embolism and foreign body in patient are cascading effects of the reported complete clip detachment (expulsion). The reported effect of mr and embolism are listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report clip embolization. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with flail and rotated heart. One clip was implanted with no reported issue, reducing mr to grade 1-2. At the one day post-operation check up, a single leaflet device attachment (slda) was observed. The clip had detached form the posterior leaflet. The physician stated that slda was likely due to the patient¿s anatomy and not a device issue. The case was challenging due to anatomy and imaging was difficult. On (B)(6) 2023, the patient had a follow up transthoracic echocardiogram (tte), and it appeared that the clip was no longer attached to the anterior leaflet. The clip had detached from both leaflets and mr had increased to grade 4. The patient was being consulted for a surgical procedure. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.